Event description:
Patient is an oncology patient and was receiving cetuximab infusion through a hospira plumset tubing. It was noted that there was chemotherapy "leaking" from one of the "clave injection ports." Upon visual inspection, it was noted that the clave was defective, hence the leaking.